Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home. The customer was hospitalized (B)(6) on 2018 and then went home to pass. The cause of death was kidney failure and a heart attack. The caller stated that the customer had kidney failure, a heart attack, and loss of vision in one eye that may have led to the customer's passing. The customer¿s blood glucose was 36 mg/dl at the time of hospitalization. The customer became ill after the low. The customer went into a diabetic coma when they went low, and had to receive emergency medical assistance. While in the ambulance they had a heart attack and their kidneys started to fail while they were hospitalized. The customer was not wearing the insulin pump at the time of death. The insulin pump had been disconnected more than 48 hours prior to passing, at the time of admission. It is unknown if the customer was using sensors. The caller does not blame the pump for the customer's passing. The caller declined to return the insulin pump for analysis as it had been donated.